Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -8.5 into the patient's right eye (od), the lens tore/broke. The lens was implanted and removed on (B)(6) 2017. On (B)(6) 2017 a same size, type, and diopter lens was successfully implanted. Reportedly, the problem was resolved.

Manufacturer narrative:
The lens was explanted intraoperatively on (B)(6) 2017. Device evaluation: the lens was returned in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic bent and foreign material on lens surface (residue on lens). Claim # (B)(4).